Event description:
Information received from a live feed during the (B)(6) in (B)(6). Professor (B)(6) mentioned that over the last few weeks (5-6 weeks) with an average of 2 cases per week, his team noticed an irregular radiopacity of onyx during injection. No other information is available.

Manufacturer narrative:
The devices involved in the events will not be returned for evaluation as they were consumed in the events. (B)(4).